Event description:
Customer reported a button error on her insulin pump. She cannot clear the alarm. She has replaced the battery three times. Customer's blood glucose is 283 mg/dl. She has treated already. The device may have been exposed to sweat because customer was sweating a lot. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. There was no button error alarm during testing. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked lcd window, battery tube threads, belt clip slot, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.